Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified respectively. No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that the distal tip of the recanalization catheter and an approximately 2cm long segment of the guidewire allegedly detached and remained in the patient. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheter products are identified, respectively. The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. One crosser catheter was returned for evaluation. The distal tip of the device was not returned with the sample; it was noted portion of the core wire was not returned for evaluation as well. Two punctures were noted in the outer catheter of the returned device. Therefore, based on the returned sample condition, the investigation is confirmed for the alleged detachment and the identified puncture of the outer catheter. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2019).

Event description:
It was reported that the distal tip of the recanalization catheter and an approximately 2cm long segment of the guidewire allegedly detached and remained in the patient. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheter products are identified in d2 and g5, respectively. Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: one crosser catheter was returned for evaluation. The distal tip of the device was not returned with the sample; it was noted portion of the core wire was not returned for evaluation as well. Two punctures were noted in the outer catheter of the returned device. Therefore, based on the returned sample condition, the investigation is confirmed for the alleged detachment and the identified puncture of the outer catheter. The root cause could not be determined based upon available information. It was unknown whether patient and/or procedural factors contributed to the event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the distal tip of the recanalization catheter and an approximately 2cm long segment of the guidewire allegedly detached and remained in the patient. There was no reported patient injury.